Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop2329us (lot: 0011286949); product type: 0195-heart valves; product analysis: upon receipt of the suspect complaint device in original packaging and jar submerged in clear solution at medtronic¿s quality laboratory, visual analysis showed the valve was discolored with evidence of blood with remnants of bloody host tissue on the commissures and inflow crown. All leaflets were flexible with signs of creases. As received, leaflets 1 and 2 appeared partially open while leaflet 3 was in the closed position. Remnant bloody host tissue was present on all commissures; commissures appeared intact. The valve was submerged in warm saline; valve reset to original condition. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was then fully deployed. No anomalies were noted during the deployment process. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis of the returned valve found the valve was able to be deployed without infold. The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. In this case, it was reported that bulky calcium was present in the native annulus which contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using a 20mm non-medtronic (nucleus) balloon. Transesophageal echocardiogram (tee) showed a pre-implant gradient of 41 mmhg. The valve was loaded just once and confirmed fluoroscopic. On the first valve attempt, the valve was recaptured due the position depth. Upon the second deployment attempt at 80%, an infold of the valve frame was noted. The valve was recaptured and the system removed from the patient. As reported, bulky calcium was present in the native annulus which contributed to the infold. A new valve was used for implant. The post-implant tee showed the gradient was decreased to 4 mmhg. No adverse patient effects were reported.